Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to sensor failure, wire became detached from sensor pod and remained protruding from skin at insertion site. Patient reports difficulty with sensor insertion prior to incident. Patient removed the sensor wire from her skin. She experienced no discomfort, and no medical intervention was required. At the time of her call to technical support, patient reported being in fine condition.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. A complete evaluation could not be performed because no sensor wire was returned. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.